Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 513 mg/dl. The customer felt symptoms of nausea, cranky, and stomach pain. Customer is also taking prednisone, hydrocortisone, for a back injury. The customer was not hospitalized. The customer's line was disconnected and no further information was withdrawn at the time of the call.